Event description:
An end user called in and stated she noted a dry, red rash under the entire mass. The product has been in use for about one (1) month. The usual weartime is 3 to 4 days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she uses adhesive remover wipes, dove soap and baby wipes. The end user also stated she was evaluated by a home health register nurse about three (3) weeks ago who stated to the end user to continue using the device. The end user was re-educated on proper skin care and encourage follow-up with her home health register nurse. The end user was also sent a sample of durahesive esteem plus for trial. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.